Event description:
Procedure: lavh. According to the reporter: when fired, the gun snapped and would no longer fire. The surgeon was concerned that a metal bit may have been left in pt. The procedure was completed laparoscopically. An x-ray was performed which did not detect any device fragment.